Event description:
It was reported the pt underwent a stenting procedure and suffered a subarachnoid hemorrhage the following day. No further details were disclosed, only that the pt had subsequently expired (date of death unk).

Manufacturer narrative:
MFR date: unk as batch number was not disclosed. (Other): no device malfunction was alleged.